Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, both broke on the distal end past the balloon. New balloon was used to complete the case. There was no patient injury.